Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: bd alaris infusion tubing came apart at a connection point, at the blue slide valve connector. This is in addition to the one reported this morning. Product: 115603 - set admin 25ml l117in 20 drop pump module 2 piece male luerlock y site port smartsite needle free valve alaris (manufacture #2420-0007).